Event description:
Vaginal hysterectomy, anterior and posterior repair with possible enterocele placation, tot. The problems I am still dealing with are related to the 'bladder sling' part of this surgery. I had two attending doctors, my ob/gyn and another she worked with to do the bladder repairs. This other attending doctor used the transvaginal mesh product that has had reports of failure. I am experiencing what I consider total failure of this procedure. I have stress incontinence and leak whenever I have even a small amount of urine in my bladder. I leak once I stand from voiding. I have experienced a severe loss of sexual desire as intercourse has become somewhat painful. I feel like I smell of urine and feel unclean due to leakage. I cannot wear panty liners daily or I develop a yeast infection. I also had a very difficult time in recovery and was taken back and readmitted to the hospital several times for complications. At the time we thought my complications were not related to the surgery itself, but now I am questioning that. While I had some slight leakage issues due to stress incontinence prior to this surgery, I feel that I am far worse now. I consider myself very fit and healthy and there has been ample time for healing and recovery. I have not recovered and am now facing another much more invasive surgery to repair this problem.